Manufacturer narrative:
H3 device evaluation the complaint component was returned and analyzed. The reported allegation of inadequacy of size was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. H3, h6, h10

Event description:
It was reported that the physician measured a 4.0 cm cuff, so one was prepped. As he went to place the cuff he found it far too tight to get around the urethra so he re-measured and again confirmed 4.0 cm. He then decided to place a 4.5 cm cuff which was a touch on the large size, so he concluded that the 4cm cuff may be slightly off on its specs. Additional information received indicated the physician did remeasure the cuff a few times to confirm the size, but did not measure the cuff against the measuring tape. The labeling on the box was correct indicating a 4.0 cm cuff.

Event description:
It was reported that the physician measured a 4.0 cm cuff, so one was prepped. As he went to place the cuff he found it far too tight to get around the urethra so he re-measured and again confirmed 4.0 cm. He then decided to place a 4.5 cm cuff which was a touch on the large size, so he concluded that the 4cm cuff may be slightly off on its specs. Additional information received indicated the physician did remeasure the cuff a few times to confirm the size, but did not measure the cuff against the measuring tape. The labeling on the box was correct indicating a 4.0 cm cuff.